Event description:
Implant passed the stability test. Encode abutment was placed to ios for restoration. The encode screw became stripped and was unable to be removed from the implant. Implant was removed. Tooth site #2 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Tooth site #20 is reported.

Manufacturer narrative:
This report is being submitted to report additional information to 0001038806 - 2022 - 01172. Customer follow up resulted in item number, lot number and tooth number. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned, and the reported event was confirmed as the returned product was identified as stuck and would not disengage during inspection. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the concomitant had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the concomitant for similar events and no other complaint were identified. DHR review for the reported item had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported item for similar events and no other complaint were identified. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.